Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced three infusion set fell off during use events on (B)(6) 2024 and two other prior dates (exact date unknown). The set was in use for 4 hours and the blood glucose level at the time of event was 132 mg/dl. Patient resolved the event by changing soft cannula infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1877220 - MDR 3003442380-2024-05521 - device 2 of 3. E1: patient city: (B)(6).